Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error. Blood glucose level at the time of the incident was 331 mg/dl which was treated by bolus. Customer stated the alarm happened during calibration. Customer had an allegation that the insulin pump was under delivering due to blood glucose not coming down. Self test was performed and did not pass but the active insulin cleared on the insulin pump. Customer completed troubleshooting and was assisted with auto mode feature. Customer was unable to perform high pressure test as no clamp was available. The insulin pump was not replaced nor returned for analysis.